Event description:
It was reported that the patient has had several recurrences of a driveline infection with bacteremia. The patient's exit site was debrided several times requiring intravenous antibiotics and wound vacuum.

Manufacturer narrative:
Additional admission of driveline infection reported under MFR #: 2916596-2022-11798. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.